Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer committed suicide - gunshot to the head. The caller stated that the customer had high and low blood glucose levels, had a defibrillator. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer's body and personal affects have not been released yet. However, the caller agreed to return the insulin pump for analysis as soon as it has been released.